Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing low blood sugar, profuse sweating, general malaise, panic, anxiety, a seizure. Customer was unable to self-treat and required hcp treatment of IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Touchscreen test was performed and touchscreen responded properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing low blood sugar, profuse sweating, general malaise, panic, anxiety, a seizure. Customer was unable to self-treat and required hcp treatment of IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.